Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device." W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2024, the patient underwent an endovascular procedure to treat an abdominal aortic aneurysm utilizing a gore® excluder® aaa endoprosthesis. Reportedly, the trunk ipsilateral leg c3 device was inserted and first stage of deployment was done with the string coming out as normal but the device remained constrained, did not open up. Second stage of deployment was pulled with same result of string coming out and still device remaining constrained. Third stage of deployment had similar issue but it opened a little bit towards the distal end of the ipsilateral limb (trailing end of the graft). All three stages of deployment had the deployment lines come off fully with the handle off as well. It was also checked in the backup hatch and deployment line was fully removed there as well. Physician then pulled the delivery system out at which point, the device managed to be fully opened up by pulling the olive tip through the device. Procedure went well with no other adverse events.